Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation, therefore the failure mode could not be confirmed. The root cause cannot be determined due to the lack of information received to perform a complete investigation. Product has not been returned for evaluation.

Event description:
The regulatory affairs associate reported on behalf of the customer that on (B)(6) 2018, a 33-55 disp dermal curettes 5mm was dull and unable to perform a conservative sharp debridement. No injury or surgery delay was reported. Additional information was requested.